Event description:
When tourniquet cuff was inflated intraoperatively on the patient's right leg, an alarm on the tourniquet machine activated with pressure maintained at approximately 300 mmhg.

Event description:
When tourniquet cuff was inflated intraoperatively on the patient's right leg, an alarm on the tourniquet machine activated with pressure maintained at approximately 300 mmhg.